Event description:
Per the original reporter, the magnet detached during placement of the bridle pro. The customer experienced mild irritation during the placement process.

Manufacturer narrative:
This report is a response to an RMA request initiated by an amt sales representative. We have assigned complaint # (B)(4) to this report. Based on the reported information, there was no death nor did this result in permanent impairment or a serious injury that is life-threatening, as defined by the FDA. Amt does not consider this complaint reportable due to the lack of patient harm, and there was no additional intervention required to avoid serious injury or death based on current information. However, after additional review of the details and similarity with other complaints, we have decided to report this record to FDA out of caution. The device was reportedly available for amt examination and we have requested the device be returned. The customer has not shipped the product back to amt at this time, so the device could not be evaluated at the time of this report. Therefore the device failure cannot be confirmed at this time. A DHR review could not be completed due to a lack of recorded lot information, and because no anomalies were observed the incident is not believed to have resulted from a manufacturing defect. We will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report.